Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd879171 and gd878215 with no issues detected during manufacturing of these batches. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of clostridium difficile (c-diff) and continuous peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced continuous peritonitis. Treatment included removing the pd catheter and placing the patient on unspecified in center hemodialysis (ich). On an unknown date, the patient had clostridium difficile which resulted in hospitalization on (B)(6) 2011. Treatment was not reported for this event. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering from the c-diff. The outcome for the continuous peritonitis was not reported. On an unreported date in 2011, dianeal therapy was withdrawn. The nurse stated that the event of c-diff was not related to dianeal therapy and did not comment on or provide an opinion of causality for the event of continuous peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis incident.